Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and glare. The lens was exchanged for a different lens 8 months after initial implantation. Visual disturbance was the clinical reason for the explant. Additional information has been requested; however, further information has not been received.